Event description:
It was reported that during an unknown procedure, with cartridge 1, some of the proximal staples pushed out of the cartridge before being fired (before used on patient). Cartridge 2: staples didn`t close completely, so the wound leaked (after used on patient). It is unclear how the procedure was completed.

Manufacturer narrative:
(B)(4). The analysis results found that two reloads were received in good visual conditions and with no instrument. Cartridge (a) was received fully fired and with the swing tab locked. Cartridge (b) was received with one driver up and the swing tab in the unlocked position. It appears that the firing knob was not returned to the original "return knob here" position before reloading the device, causing the first driver to go up and the staples to fall out. It should also be noted that after the staple retainer has been removed, an inadvertent movement of the firing knob could cause the wedges to move forward and therefore cause the staples to become dislodged. Please reference the instruction for use for more information. The cartridge was tested for functionality with a test instrument and it fired, cut and formed all the staples as intended. The instrument fired without any difficulties and the staples were noted to have the proper b-formed shape. A batch record review was performed and no anomalies were found during the manufacturing process.